Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and insulin pump malfunctioning on (B)(6) 2021 with blood glucose level was 741 mg/dl and was released on (B)(6) 2021. Due to the hospitalization she was out of work until (B)(6). The insulin pump will not be returned for analysis.